Manufacturer narrative:
The needle was returned for investigative analysis. The needle manufacturing records were reviewed and no observations were noted. The customer complaint related to frost on insulated shaft was confirmed as the needle failed performance testing. The results showed insufficient vacuum insulation of the sleeve. No relation was found between needle assembly processes and the vacuum loss phenomena. To address the reported frost causing a skin burn, investigation testing consisted of taking 2 thermocouple measurements in 21°c gel, which were above 0°c after a 15 minute freeze. Considering the body heat transfer of the 37°c, it can be deduced that the shaft temperature during the procedure would not have likely been cold enough to create a skin burn.

Event description:
A mobile provider reported an issue with system vl0056. The issue occurred during a cryoablation procedure with four fprpr3508 needles. Three needles appeared to be insulated and performed as expected. One needle appeared to not be insulated and created frost to the skin. The mobile provider reports burn to the skin from frost on the needle.